Event description:
It was reported by service report that there were missing green bumper strips and channels are bent/fowler stuck in high height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bumper channel.